Event description:
It was reported that the ilet issued consecutive stalled motor alerts and an insulin occlusion alert, after which the user restarted the pump and subsequently performed troubleshooting steps including a full supply change and cgm replacement; the user¿s blood glucose was reported in the high 300 mg/dl and remained over 300 mg/dl for more than 12 hours. Customer care provided fingerstick baseline recommendations. Investigation of this case revealed an unclear cause of hyperglycemia with reported infusion occlusion and expired cgm sensor contributing, but no confirmed device malfunction beyond the alerts. Symptoms reported associated with hyperglycemia were dry mouth, dizziness and headache. Outcomes included temporary impairment requiring self-management and guidance, without hospitalization. It was concluded that the event was user-reported hyperglycemia with cause unclear and no confirmed product failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.